Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the system doco nonfunctional. The fse replaced the doco and the system functioned normally. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported issue. Printed circuit assembly (pca) technician was able to replicate the reported problem by installing this board into system and sitting idle for 1 hour. It failed with errors 252, 23, 45302, 45310. Error 45310 detected loss of both primary camera input. The root cause is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, non-recoverable fault 252 occurred. Customer stated that she was able to power on the system successfully this morning but after a bit, the system faulted with a communication error. Customer powered down the system completely (circuit breakers off) then called into dvstat. The technical support engineer (tse) asked the customer if she recalled the fault number with the communication fault and the customer stated that she did not know. Tse recommended to emergency power off (epo) the patient side cart (psc) and reseat all the blue fiber cables. Customer performed this, powered the system back on but encountered a 252 fault. Tse viewed system logs and confirmed error 23 for the personality module vision acquisition (pmva) 252/307 for the dual camera ccu (doco) not responding. Tse had the customer check the camera cable to ensure it was tight, perform a hard power cycle on the vision side cart (vsc) again. Customer stated that as soon as she flipped the breaker on the vsc, the illuminator light came on with the system in standby. Customer then stated that she is going to swap out the camera head and ended the call. The procedure was converted to another dv system with no reported patient injury. On 21-may-2020, intuitive surgical, inc. (Isi) received additional information about the complaint: the non-recoverable fault returned after the call with technical support was ended. Ports were placed into the patient when this issue was first discovered. The procedure was converted to another da vinci system and completed robotically. There was no patient injury and no fragments that fell inside the patient.